Manufacturer narrative:
Concomitant medical products: other applicable components are:product ID: 3889-33, lot# va1va0m, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were getting zero efficacy from the therapy and they thought the electrodes shifted or moved on the right lateral of their rectal area. The patient reported they were getting relief at first and their trial worked well, the lack of efficacy began on (B)(6) 2018. The patient reported they tried all the different programs and they were not getting any relief from the therapy. The patient called back the same day, they had followed-up with their healthcare provider and was told to call manufacturer back for programming. The patient stated they had already tried all 4 programs. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products:product ID 3889-33, lot# va1va0m, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). It was determined there was no lead migration: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked the cause of the return of symptoms and the actions taken, the hcp responded that the patient would restart a setting, understood to be restart the therapy, the settings were re-set. When asked whether lead movement was confirmed the hpc responded that no, it was not, there was no shifting of electrodes. The hcp responded that the actions taken to resolve the issue was they reprogrammed the device. No further complications were reported or anticipated.